Manufacturer narrative:
Intuitive surgical, inc. (Isi) has not received the force bipolar instrument for evaluation. A follow-up MDR will be submitted if the instrument is returned (post failure analysis evaluation) or if additional information is received. A review of the provided images was performed. It is difficult to see any damage to the grips due to the instrument being placed inside what appears to be a sterile pouch and plastic bag.

Event description:
It was reported that during a da vinci-assisted benign hysterectomy surgical procedure, tip of a force bipolar (fb) instrument was broken. The customer used a backup fb instrument to continue with the procedure. No fragment fell inside the patient. The procedure was completed with no reported injury. Intuitive surgical, inc. (Isi) followed up with the isi clinical sales associate (was in the procedure) and obtained the following additional information: the issue occurred while the giant uterus was being grabbed by the instrument and placed in a collection bag. The fb instrument was clamping uterus tissue. There was no adverse effect to the grasped tissue. No unexpected tissue was removed. There was no bleeding. Irk was not used since the fb jaws opened after the instrument hinge was dislodged allowing the tissue to release itself. The instrument will be returned for analysis.

Manufacturer narrative:
Intuitive surgical, inc. (Isi) did receive a da vinci product to perform failure analysis. The force bipolar instrument was analyzed and was found to have a segment of the conductor wire dislodged and sticking out from the force amplification pulley. A loop of wire is sticking out such that the wire protrudes above the outer surface. The wire insulation was not damaged, no thermal damage was found, and the instrument passed an electrical continuity test. Components adjacent to the dislodged wire do not show damage.

Event description:
Refer to h10/h11 for follow-up information.